Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using infusion site for greater than 3 days. Tandem technical support informed customer that infusion set should be changed every 48-72 hours per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 233 mg/dl at time of alarm.